Event description:
While servicing the device, an authorized field service engineer (fse) discovered the battery was exhausted and required replacement. There was no patient involvement. The noted failure was identified during an onsite inspection of the device by an authorized field service engineer (fse). As a result of the issue, it was determined that the battery would need to be replaced. Based on the conclusion of the investigation, it was determined that this was a malfunction of the battery. A replacement battery was ordered to resolved the noted issue. The device remains at the customer site. No further investigation or action is warranted.